Event description:
It was reported that during hemi hip arthroplasty procedure in 2008, stem inserter could not be removed from the stem after impaction into femur. Alternate stem component was implanted to complete the procedure. No further details have been provided.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted to the FDA.